Event description:
(B)(4). I almost immediately went from 2-3 day regular light cycles to drastically different periods. They were 7-8 days very heavy and would start with a black tar blood that smelled horrific. I also noticed it was painful to wear tampons and sex started hurting. These problems persisted and I also had unexplained all over rashes, break out with sores on my female parts butt and scalp, had a metallic taste in my mouth, increased ibs, drastic acceleration of spinal stenosis with herniated disc, sciatic pain and back pain not relieved with 3 surgeries, headaches, anxiety and more.